Manufacturer narrative:
The customer biomed evaluated the device over the phone with the help of a philips remote service technician.

Event description:
The customer reported the heart rate ECG was intermittent. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.